Event description:
It was reported that the device was explanted after an implant duration of approximately 163.8 months. Through follow-up with the health-care provider, it was learned that the device was explanted due to severe aortic stenosis.

Manufacturer narrative:
Device evaluation: calcification is heavy in the cusp area of all three leaflets. Calcification restricted mobility in the leaflets and led to stenosis. Host tissue is moderate at the stent inflow. Tears are detected at the free margins of leaflet 1 and 2, measure to approximately 5mm, and 3mm at the free margin of leaflet 3. The wireform is exposed at commissure 1 and 2. The x-ray demonstrates calcification. The device evaluation was completed on 06/01/2010. The hospital's pathology report was also provided.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. Through follow-up with the health-care provider, additional information and a copy of the operative report was received. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The target lesion was located in the circumflex (cx). The lesion was pre-dilated with an apex balloon. Several attempts were then made to cross the lesion with a taxus liberte' atom 2.25x16mm stent but were unsuccessful. After the third attempt, the stent delivery system was removed from the patient and it was noticed the stent struts were sticking up. Another of the same taxus liberte' atom was successfully deployed in the cx. In addition, a non-bsc guide catheter was placed in the left main (lm) and a dissection occurred. An unspecified veriflex stent was used to treat the dissection. It is the physician's opinion the non-bsc guide catheter was the cause of the dissection that occurred in the lm. No further patient complications were reported and the patient's status is reported as 'fine'.